Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for motion sensor test failure. Patient¿s blood glucose was unknown. Customer reported that daughter went into the machine and received motion sensor test failure. Advise customer the pump will need to be replaced. Advise customer to revert to back up plan per healthcare provider instructions. The insulin pump will be returned for analysis.